Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a 2800tfx 21mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 9 years, 1 month due to stenosis. A 9600tfx 23mm transcatheter valve was implanted successfully.